Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The patient presented with non-st segment elevation myocardial infarction (nstemi), active chest pain, and elevated troponin levels. The target lesion was located in the tortuous mid right coronary artery (rca). After two promus premier¿ stents were implanted, a 3.50x16mm promus premier¿ drug-eluting stent was advanced to further treat the lesion. After vigorous attempts to advance the stent, it was determined that the area needed dilatation. However, when removal of the device was attempted, the stent dislodged from the delivery system and remained wedged in the proximal rca. The dislodged stent was able to be removed using a snare after repeated attempts. The procedure was completed with a different device with no patient complications reported and the patient's status was fine. The patient has been discharged.

Manufacturer narrative:
Age at time of event corrected from (B)(6) to (B)(6). (B)(4).

Event description:
It was further reported via user/facility medwatch (B)(4) that the stent dislodged while in the right coronary (rca) artery and migrated to the aorta before it was retrieved. Additional treatment was given to the patient including medications, prolonged procedure, x-ray and intubation to prevent excess movement.